Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support instructed the customer to perform several actions, including disconnecting and reconnecting tubing, delivering boluses to address the alarms, and ultimately advised the customer to replace supplies and resume insulin treatment.